Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon cemented ps femoral component #7 left, cat# 5515-f-701, lot# stmyt. Triathlon ps x3 tibial insert, cat# 5532-g-609, lot# mjp26h. It cannot be determined which, if any of these devices may have caused or contributed to the reported revision. An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "triathlon ps femur, insert and primary baseplate were removed. The doctor proceeded to triathlon ts femur, insert and universal tray. No other info per hospital protocol."